Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip broke off. The following non-reportable malfunctions were found during the device evaluation: the cap was missing, the spring shell was damaged, the sealing ring was damaged and the serial number was worn off. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the resection sheath, 24 fr. Had the ceramic tip loose. The issue was found during reprocessing for a therapeutic electric cutting procedure that was completed with no delay and the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "loose ceramic tip" malfunctions would likely be related to previous third-party repair in which a third-party adhesive was used. Olympus does not recommend having repairs carried out by non-authorized service centers. The event can be prevented by following the instructions for use which state: please note: before the use of medical devices, the user must make sure that they are in a perfect technical condition, see also the corresponding warnings in the IFU 4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
There was not patient under anesthesia.